Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient had not successfully recharged for a year or two and lost therapy approximately at the same time. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective stimulation was established post operation.